Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00141 on (B)(6) 2021. Additional information (10-jun-2021): section b5 and b6 were updated to include the new carcinoembryonic antigen (cea) patient samples.

Event description:
Multiple discordant, falsely depressed alpha-fetoprotein and carcinoembryonic antigen (cea) patient results were obtained on an atellica im 1600 instrument. The initial results were not reported to the physician(s). The same samples were repeated on the same instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed alpha-fetoprotein and carcinoembryonic antigen (cea) patient results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00141 on (B)(6) 2021. Siemens filed the initial MDR 2432235-2021-00141_s1 on (B)(6) -2021. Additional information (21-jul-2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found that the analyzer was having quality control (qc) imprecision issues with multiple assays. While reviewing the system autocheck data, a waver was observed from the secondary vacuum. The cse confirmed an intermittent issue was found with the wash station pinch valve. The wash station pinch valve isolates the secondary vacuum from the aspirate probe and supports wash station performance. The pinch valve was replaced and no further issues have been reported. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating this issue.

Event description:
Multiple discordant, falsely depressed alpha-fetoprotein patient results were obtained on an atellica im 1600 instrument. The initial results were not reported to the physician(s). The same samples were repeated on the same instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed alpha-fetoprotein patient results.